Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited increased shock impedance measurements. High out of range shock impedance measurements were later detected. There was no evidence of noise and all other measurements were stable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
A follow-up with an electrophysiologist was planned. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead continued to exhibit shock impedance measurements greater than 125 ohms. It was reported the lead was now connected to another manufacturer's device. Boston scientific technical services (ts) discussed following up with the device manufacturer for additional troubleshooting options. No adverse patient effects were reported.